Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the issue was resolved, and no further investigation was required. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user indicated that followed a software update to version d1.11.0 performed the previous day, no medications were displayed on the system. The customer also mentioned they does not have the medication ID available and were prepared to provide the medication name. Remote smart service showed the device as online. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.